Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the sheath was first visually inspected, and a tear was observed in the sheath's hemostatic valve. This puncture was off center and away from the slits of the valve. Next, the sheath was put through procedural testing by replicating aspiration. The sheath passed functional aspiration testing and no air was seen in the sheath at this point. The next procedural test examined the hemostatic valve, which found the sheath was not able to maintain pressure even when there was nothing across the valve. Finally, they pressurized the sheath, while the distal tip was plugged, and the pressure decay value indicated a gross leak of the hemostatic valve. With all the available information boston scientific concludes the allegation of "air observed in the sheath" is confirmed. The kind of leak seen in the testing can lead to air being observed in the sheath during use. The cause was traced to a manufacturing deficiency due to the off-center puncture of the valve.

Event description:
It was reported that when withdrawing the catheter through the polarsheath at the end of a cryoablation procedure blood leaked from the sheath valve. After observing the blood leaking from the valve, they aspirated the sheath and air was observed. The procedure was completed with the original sheath, as the sheath was not replaced as the issue was found at the end of the procedure. There were no patient complications. The has been received for analysis.

Event description:
It was reported that when withdrawing the catheter through the polarsheath at the end of a cryoablation procedure blood leaked from the sheath valve. After observing the blood leaking from the valve, they aspirated the sheath and air was observed. The procedure was completed with the original sheath, as the sheath was not replaced as the issue was found at the end of the procedure. There were no patient complications. The sheath has been received by boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at our post market quality assurance laboratory the sheath was first visually inspected, and a tear was observed in the sheath's hemostatic valve. This puncture was off center and away from the slits of the valve. Next, the sheath was put through procedural testing by replicating aspiration. The sheath passed functional aspiration testing and no air was seen in the sheath at this point. The next procedural test examined the hemostatic valve, which found the sheath was not able to maintain pressure even when there was nothing across the valve. Finally, they pressurized the sheath, while the distal tip was plugged, and the pressure decay value indicated a gross leak of the hemostatic valve. With all the available information boston scientific concludes the allegation of "air observed in the sheath" is confirmed. The kind of leak seen in the testing can lead to air being observed in the sheath during use. The cause was traced to a manufacturing deficiency due to the off-center puncture of the valve.

Event description:
It was reported that when withdrawing the catheter through the polarsheath at the end of a cryoablation procedure blood leaked from the sheath valve. After observing the blood leaking from the valve, they aspirated the sheath and air was observed. The procedure was completed with the original sheath, as the sheath was not replaced as the issue was found at the end of the procedure. There were no patient complications. The has been received for analysis.